Event description:
Our distributor in (B)(4) reported that the gas outlet port of an rd900 neopuff infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fph service centre in (B)(4), where it was inspected by a trained fisher & paykel healthcare technician. Results: inspection of the returned neopuff unit revealed that the gas outlet port was broken. A lot check revealed one other complaint of a similar nature for lot number 130115. Conclusion:the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: - "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the damage occurred after the subject neopuff unit was released for distribution. The fascia and valve system were not replaced, but were returned along with the rd900 neopuff device to the customer who is repairing the device. The customer will carry out all performance and safety tests as per the neopuff technical manual. Evaluated by fph service centre (B)(4).